Manufacturer narrative:
The referenced report of the pump exchange on (B)(6) due to suspected pump thrombosis is reported under medwatch MFR report # 2916596-2017-02275. (B)(4). Approximate age of device- 5 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On b)(6), the patient underwent a pump exchange due to suspected pump thrombosis. On (B)(6), it was reported that there was concern for hemolysis, as the patient¿s lactate dehydrogenase (ldh) increased from 800 u/l to 1200 u/l within 5 hours that day and that the patient¿s liver enzymes were also elevated. Device interrogation did not show any obvious power or flow estimation elevations. The patient was on continuous renal replacement therapy, but was making urine that appeared dark red. The patient¿s creatinine remained elevated from baseline prior to vad exchange on (B)(6). The customer reported that the patient¿s outflow graft was not replaced at time of exchange and could possibly have occlusion. Log file analysis completed by the manufacturer¿s technical services representative revealed one low flow event on (B)(6); otherwise, the pump appeared to be functioning as intended. On (B)(6), it was reported that the lvad parameters returned to baseline and that the patient¿s ldh was also trending down. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported events of hemolysis and elevated lactate dehydrogenase could not conclusively be established through this evaluation. The submitted log file contained an isolated low flow event, but otherwise no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The file appeared to show the log file operating as intended. The patient remains ongoing on vad support and no further events have been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.